Event description:
Caller reported a malfunction on pump, which did not cause customer's blood glucose level to exceed 500 mg/dl. Customer received assistance from technical support to reset pump, and no further issues occurred after reset. Customer was able to continue using pump and advised to call back if malfunction recurs.